Event description:
It was reported that while inserting an mi60l lens into the pt's eye, one haptic became stuck in the plunger of the delivery device (lp604350). Zonules were damaged while the surgeon removed the lens and the lens was replaced with an ac lens (l122uv). Reference MDR #1119279-2012-00019 for the delivery device.

Manufacturer narrative:
The lens was requested, but was not returned to bausch and lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.